Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: use error (improper, incorrect procedure, or method and off-label use).

Event description:
Healthcare professional reported "tissue expanders undergo radiation therapy treatments". This record is for the unknown side. Device remains implanted